Event description:
The beckman glu - glucose cartridge reagent-package insert for lx20 and dxc analyzers is erroneous. It claims that the analytical measurement range -amr- for glu reagent extends up to 700 mg/dl. However, the analytical measurement range on recent lot numbers only extends up to approx 600 mg/dl, as our laboratory discovered while we were trying to validate the assay as a new assay on our lx20 instruments. I contacted the beckman hotline and they said that this is a known issue; however, no communication was issued to our laboratory about the issue. Dates of use: unk. Diagnosis or reason for use: glucose laboratory assay.